Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Information from the filed indicates there no issues with this rv lead, with the patient receiving a new system due to a therapy upgrade. As such, this event is no longer reportable.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.information from the filed indicates there no issues with this rv lead, with the patient receiving a new system due to a therapy upgrade. No additional adverse patient effects were reported.